Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30(scope communication error) and no image. A definite root cause could not be identified. Based on the results of the investigation, it is likely that due to data error of the integrated circuit chip, scope communication error occurred and there was no image. The most likely cause was due to component failure due to stress of repeated use, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a glitchy screen and lines on the screen during a therapeutic gastro procedure. The procedure was completed with the same device. There were no reports of patient harm.